Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product(s): 6935m62 lead, implanted: (B)(6) 2015; a 5076-45 lead, implanted: (B)(6) 2012; a 37712 ipg, implanted: (B)(6) 2011; and 39565-65 lead, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient stated, "a wrong part was implanted in me." It was further reported that the patient did not know what part was "wrong." The device remains active in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.